Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's display was frozen. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no report of patient use associated to the reported event.